Event description:
It was reported that a cartridge did not fully fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer's blood glucose level.